Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant therapy: 5076-58 implantable pacing lead, implant date: (B)(6) 2007. (B)(4).

Event description:
It was reported that the device had a power on reset. A reset was completed and the device remains in use. No patient complications have been reported as a result of this event.